Event description:
It was reported that the needle driver instrument stopped moving during a da vinci surgical procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis placed the instrument on an-house system, it was driven and found that the instrument passed recognition and engagement testing but the needle driver did not move intuitively. The manual input of disc knobs did not exhibit intuitive motion was being experienced as well. Failure analysis removed the housing and found the input gears for the grasp function had skipped some teeth. The skipped teeth changed the orientation of the grasper. Failure analysis also observed that material was missing at the distal end of the tube from the result of a deep gouge mark. White discoloration marks were observed throughout the entire main tube as well. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.